Event description:
Vague report received: "neonatal ICU pt was to receive dopamine at 3mcg/kg/min. It was to infuse at 0.3cc/hr. Instead, infant received 0.3cc dopamine a minute. Infant received 165 mg of dopamine. Infant already intubated, and very critical prior. Unsure of effects due to infant's complex condition. Note the print ml/hr and ml/min is in very tiny print and hard to read on pump. Equipment setting 0.3 cc ml/min." No other info has been provided.